Event description:
During removal, the needle punctured the extension tubing resulting in a needle stick injury to the right finger of the clinician.

Manufacturer narrative:
The actual unit involved in the incident was discarded, however, representative units are to be returned for eval. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).